Event description:
It was reported that the patient heard an alarm. The alarm was due to abrupt high impedance on the right ventricular lead. They are planning to replace the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.